Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'occlusion sensor error' was not reproduced. A review of the event history log (ehl) revealed occurrences of downstream occlusion!" And "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor and out of adjustment downstream tubing guide. The downstream sensor will be calibrated and the downstream tubing guide will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had occlusion sensor error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.